Event description:
In 2007, abbott point of care was contacted by a customer who reported that for one patient the I-stat act celite results were higher than expected and as a result, there was a delay in pulling the sheath.